Manufacturer narrative:
The device was returned to olympus for inspection. The complaint is confirmed. The event can be detected by following the instructions for use which state: the white foreign material detected by income inspection has been handled by omsc CAPA-201632. According to previous investigations, the use of products that contain silicone can cause deposits of white foreign material. Silicone is for example included in simethicone, a defoaming agent, lubricants and so on. If the customer used them, there was risk that foreign material remained in the channel even if the reprocessing was conducted in accordance with IFU. Simethicone and petroleum/oil/silicone-based lubricants are non-water soluble and thus not recommended for use by olympus. The most probable cause of the identified failures "jet-tube has foreign objects", "air/water-cylinder (tube) has foreign objects" and "air/water-tube has foreign objects." Are cause traced to failure to follow instructions. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign objects in the air/water cylinder, air/water tube, and the jet tube. There was no patient involvement.